Event description:
It was reported that involving a tego¿ connector there was an increased venous pressure at the start-up of the generator despite the rinsing performed before connection. No resistance was felt. Tego cap was in place and functional. The catheter was reopened, back and forth and additional rinsing. No improvement was observed. Venous pressure reached 240 for a flow rate of 250 ml/min. A decision was made to remove the tego cap. The generator was stopped by a nurse and the lines were clamped. The venous line was clamped with a sterile clamp when unscrewing the tego cap, there was blood spray as pressure type. There was patient involvement, and no human harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
On 7/7/2025 one used tego connector was received for inspection. As received, blood residuals were observed between the seal and yellow body of the tego. No other defects or anomalies noted. No mating devices were returned for inspection. The tego was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated. However, it can be confirmed based on the blood residuals observed as received. The probable cause is unknown. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.